Event description:
It was reported that prior to starting (post anesthesia) a da vinci-assisted surgical procedure, an or staff noticed the maryland bipolar forceps has a broken cable. The surgical staff completed the case set-up. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the reported complaint of "solitary on the cable hoist defective". The maryland bipolar forceps was found with insulation damage to the conductor wire. Damage was observed near the yaw pulley exit, exposing bare wire. Insulation material appeared to be rubbed off and lifted up. No materials appeared to be missing.